Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the device confirms the spring is damaged. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the device confirms the spring is damaged. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation of the returned device confirms the complaint; the balseal of the spacer block is damaged. The post and spring arrangement is designed to retain the shim which is used to assess the joint space post distal femur and proximal tibia resection. Although the failure prevented the assembly of the shim to the spacer block, the spring has not become detached and all parts of the spacer block have been returned, therefore no patient risk is associated with this complaint. (B)(4) shows that the shim and articulation surface (which uses a similar balseal connection) do not assemble as intended before the balseal breaks or disassociates from the post. This allows the user to see significant damage before the balseal disassociates from the post. Any damage too minor to prevent assembly would be picked up during cleaning and sterilization. If failure does occur during surgery, the risk of a part being left in the patient is minimal as the device must be assembled outside the joint space where the failure can be readily identified. The failure may result in an inability to use the spacer block, leading to the flexion and extension gaps being incorrectly sized. (B)(4) lines 2 and 12 consider damage to the spacer block resulting in extension and flexion gaps being incorrectly sized and finds this as a broadly acceptable risk (bar) as ""the surgical workflow requires the insert thickness is checked during trialing and even at implantation, if the surgeon feels the joint is lax, he is able to increase the thickness of the insert."" The q4 2017 pms report ((B)(4)) identifies no safety signals and concludes no follow up actions are required for the attune spacer block. No further work required. Continue to monitor.

Event description:
The attune spacer block spring was broken. This was observed preoperative.